Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 3rd february 2015. The reported fault could not be confirmed. The device was returned with the reported fault ¿AED shock button faulty¿. Information from the history log shows that the device performed all weekly auto self-tests from installation on the (B)(6) 2015 up to the last log entry on the (B)(6) 2018. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The shock button was verified during the investigation and using the saverevo diagnostic tool during testing. Therefore, it is possible that incorrect use of saverevo diagnostic test tool may have caused the reported issue. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
AED shock key button faulty. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
AED shock key button faulty. There was no patient involved in this event.